Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the customer continued to fill the tubing and was able to observe drops of insulin exit from the end of the tubing. Customer's blood glucose was 199 mg/dl.